Event description:
Angiogram revealed chronic stenosis/occlusion of the right pda and circumflex grafts. The patient underwent reoperation and no additional information was received, including if the connectors remain implanted.